Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that there is a leakage occurred during the pulse flash. There was no reported patient injury. No additional information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking infusion set is confirmed and was determined to be supplier related. One 22 ga x 0.5 in. Safestep infusion set without y-site was returned for evaluation. An initial visual observation revealed little use residues throughout the returned infusion set. A functional test of attempting to infuse water into the infusion set using a 12 ml syringe revealed the device leaked at the needle/needle housing interface. A microscopic observation using a uv light revealed the needle housing to have some sections of the needle housing with less adhesive. Because the needle housing could be seen leaking, the complaint of a leaking infusion set is confirmed and was determined to be supplier related. This complaint will be recorded for future trending and monitoring purposes. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the supplier to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h11.

Event description:
It was reported that there is a leakage occurred during the pulse flash. There was no reported patient injury. No additional information was provided.